Event description:
IV infusions are prescribed to infuse at a set rate for pt safety. This is especially true for patients receiving chemotherapy and post-hydration in central lines. There have been several incidents when infusions are running at high rates and infusions are not completed within the set time frame programmed into the pump. Example: methotrexate programmed to infuse at 280ml/hr for 24 hour period. Upon routine assessments, nurses are finding that the infusion is lagging behind requiring frequent rate adjustments. This is most apparent when fluid rates are running greater than 350mls/hour. We have reported this to alaris and customer advocacy. While they have been responsive to our inquiries, there has not been formal valuation of this particular issue and we would like to seek resolution.